Manufacturer narrative:
This device is used for treatment, not diagnosis. The lvis jr. Device is intended for use with embolic coils for the treatment of intracranial neurovascular diseases. Use of the lvis jr. Device is contraindicated under these circumstances: patients in whom anticoagulant, antiplatelet therapy or thrombolytic drugs are contraindicated. Patients with known hypersensitivity to nickel-titanium. Patients with anatomy that does not permit passage or deployment. Per the instructions for use, possible complications include but are not limited to the following: bleeding or hemorrhage including intracerebral, retroperitoneal or other locations. Complications of arterial puncture including pain, local bleeding (hematoma) or injury to the artery or adjacent nerves. .device migration. Distal embolization. Headache. Incomplete aneurysm occlusion. Neurologic deficits including stroke and/or death. Perforation or dissection of the vessel(s). Pseudoaneurysm formation. Rupture or perforation of aneurysm. Transient ischemic attack (tia) or ischemic stroke. Vasospasm. Vessel occlusion. Vessel stenosis or thrombosis. The device involved in this incident was not returned as it remains within the patient. The root cause of this complaint cannot be determined; however, there was no report or information indicating a device malfunction occurred. No report was made of issue with the devices, coils or the aneurysm. No evidence of rupture, hemorrhage, migration, stenosis, kinking or narrowing was reported. (B)(4).

Event description:
This patient was enrolled in an lvis study. The patient has completed her 30-day ((B)(6) 2014), 6-month ((B)(6) 2014), and 12- month follow-up on (B)(6) 2014. The following information was reported to us from the assistant professor on (B)(6) 2015 and was indicated the information was currently in review by the physicians. This incident is being reported at this time as we are compiling clinical data for this study. It was reported that on (B)(6) 2015, 2 months following completion of the 12 month follow-up visit for the lvis study, the patient presented with a 5 month history of generalized weakness, and at > 1 month history of worsening gait and coordination. On pe she was noted to have bilateral leg weakness with rt much more than lt, as well as vitamin b-12 deficiency and coordination impairment and memory loss. Fluent speech, symmetric face, negative for magnetic gait or bradykinesia. On (B)(6) 2015 the patient was seen by the neurologist for weakness and worsening gait and coordination for a month. MRI/mra was done which showed no new stroke but with an increase in ventricular size compared to MRI done in (B)(6) 2014. Third ventricle increased from 7mm to 10mm. Imaging also showed an intraventricular distance at the level of the foramen of monro changed from 24mm to 32mm. The patient was also noted to have a vitamin b-12 deficiency (224) and received b-12 injections and oral supplements. The patient noted that she felt much improved on (B)(6) 2015 after her b-12 injections. Symptoms may be related to subacute combined degeneration from b-12 deficiency due to resolution after injections. MRI followed by 3d tof mra of the head done on (B)(6) 2015 compared to several previous mris, mras, and catheter angios dating back to (B)(6) 2014 showed: no restricted diffusion to indicate acute ischemia. Old small left paramedian pons and cerebellar hemisphere infarct. Minimal scattered foci t2/ flair signal hyperintensity in the periventricular and subcortical white matter likely related to microangiopathic changes. Compared to (B)(6) 2014 MRI scan, there is an interval increase in ventricular size; third ventricle previously measuring at 7 mm now measures 10mm and the interventricular distance at the monro foramen increased from 24 to 32 mm suggesting normal pressure hydrocephalus. Notably, the principal investigator reported the patient's neurological symptoms significantly improved following administration of vitamin b-12 injections during her hospital stay leading him to believe her symptoms were not related to the aneurysm treatment.